Event description:
It was reported the pt took an overdose of tylenol. The pt had contacted ems and had notified thier physician. The pt was hospitalized for medical clearance, and then psychiatric care. While in the emergency dept, the pt had reported to staff he had taken the tylenol 36 hours prior, and was concerned about liver damage. The pt was seen by a physician for dbs adjustments while in the hosp. No other treatments were reported. The pt showed marked improvement in his depression, and was discharged nine days later. The pt remains in remission. The pt's device was replaced about two and half months later due to routine, expected, replacement.